Manufacturer narrative:
The reported events were not confirmed. A complete lead was returned in one piece. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that preoperative diagnosis was severe cardiomyopathy and congestive heart failure. It was noted that intermittent capture and under sensing was observed on the right ventricular (rv) lead. During a procedure to address the rv lead, the lead again demonstrated low sensing and high capture thresholds. The rv lead was extracted and replaced. There were no complications. The patient tolerated the procedure well.